Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap nissen. Event description: dr was about to start his case which is a lap nissen and wanted to enter the patient via the entry trocar when he was met with resistance upon placing the trocar on the patient. He then inspected the tip and found that it was bent back and was not able to enter with the introducer and was also unable to remove the introducer so a new trocar was opened and the procedure continued. Additional information received from an applied medical representative via email on 04feb25: no images are available as the trocar was immediately double red bagged. Unknown on how the trocar was inserted. Confirmed if was the obturator that bent and unable to be pulled out from the sleeve. Intervention: a second device was opened and the procedure was completed with the second device. Patient status: patient is normal.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a bent obturator tip. Tip fragmentation was observed which was not reported by the complainant. The clear fragment was identified to be part of the obturator tip. Based on the condition of the returned unit and description of the event, it is likely the obturator tip bent due to insertion force. It is likely that the obturator tip fracture occurred after the reported event during transit to applied medical. Applied medical has performed a historical trend analysis and review of production records, and no trends were identified. This event was initially reported based on the returned unit. However, upon evaluation completion of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as a bent obturator is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: lap nissen. Event description: dr was about to start his case which is a lap nissen and wanted to enter the patient via the entry trocar. When he was met with resistance upon placing the trocar on the patient. He then inspected the tip and found that it was bent back and was not able to enter with the introducer and was also unable to remove. The introducer so a new trocar was opened and the procedure continued. Additional information received from an applied medical representative via email on 04feb25: no images are available as the trocar was immediately double red bagged. Unknown on how the trocar was inserted. Confirmed if was the obturator that bent and unable to be pulled out from the sleeve. Intervention: a second device was opened and the procedure was completed with the second device. Patient status: patient is normal.